Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue was the system pcb assembly, however a conclusive root cause could not be determined.

Event description:
The customer contacted physio-control to report that a review of the code summary of a patient event, they observed that their device had dumped a defibrillation charge of 200 joules. The users had pressed the shock button and thought the shock was delivered to the patient. However, the care provider was unaware of that at the time of the event and continued to administer CPR. After 5 minutes had elapsed the device was charged to 200 joules and successfully shocked the patient and converted the patient's ECG rhythm.this issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control was unable to evaluate the customer's device as the device was no longer in service. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that a review of the code summary of a patient event, they observed that their device had dumped a defibrillation charge of 200 joules. The users had pressed the shock button and thought the shock was delivered to the patient. However, the care provider was unaware of that at the time of the event and continued to administer CPR. After 5 minutes had elapsed the device was charged to 200 joules and successfully shocked the patient and converted the patient's ECG rhythm. This issue is patient related; however there was no adverse patient outcome reported.